Event description:
A cracked and shattered touchscreen was reported, which rendered the pump's touchscreen unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.